Manufacturer narrative:
On june 27, 2024, mentor received the device for evaluation as well as additional information. Patient initials were added. The patient's prosthesis was replaced with a 255cc mentor memorygel breast implant. The patient was implanted during a breast reconstruction revision surgery. On july 09, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that a tear was found on the anterior aspect of the breast implant, measuring approximately 9 cm. Microscopic examination was performed on the edges of the rupture found, and parallel striations were found in an area of the tear, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant appears to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation surgery with a 350cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the right breast, which was confirmed by a medical professional. As a result, the patient underwent removal surgery on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.